Event description:
N/a.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 02/07/2023. An investigation was conducted on 02/09/2023. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the cannula handle. Blood was also observed on the c-ring. The c-ring was observed to be slightly transected in the center of the c-ring. There were no other visual defects observed on the device. Based on the returned condition of the device as well as the investigation results, the reported failure "break;c-ring" was confirmed. Specific actions for the failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system. The lot # 3000284605 history record review was completed. There were ncmrs , rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. About halfway through sealing branches, they noticed a difference in the c-ring, it looked "cut". They removed the device and felt the edge and it was rough. She removed the hpii from the field and used a second hpii to complete the case. There were no effects to the patient and nothing was left in the leg.